Manufacturer narrative:
In the case description, the user mentioned that the bg values on the cgm and controller were higher than a pinch test. Inspection of the android log files downloaded from the returned controller found the engineering logs from the date of occurrence to be overwritten due to continued use of the system. Inspection of the audit logs and phb audit logs showed that the pod on the date of occurrence was paired with a cgm and receiving egvs. The egvs were then successfully transmitted to the controller. The phb data showed that the system was in manual mode on the date of occurrence, indicating that the egvs transmitted by the cgm were not impacting basal delivery. It could not be conclusively determined if the cgm used on the date of occurrence was correctly reading the user's bgs. During the investigation, the controller was paired with an unused pod, which was paired with a cgm tx emulator, and was able to deliver a 5u bolus, switch modes, receive egvs, and deactivate the pod with no issues. As the egvs on the cgm emulator were modified, the controller was able to successfully receive the values from the pod and respond accordingly. The exact cause of the reported cgm issues could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 600 mg/dl, while wearing the pod between 4 and 24 hours. The patient reported cannula being dislodged, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.